Manufacturer narrative:
Alleged failure: during operation there is noise on screen probable root cause: ¿ media bar design ¿ display auxiliary/media bar connector ¿ synk display antenna/main board ¿ tx antenna/main board ¿ synk display and tx firmware /software ¿ use error ¿electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. Manufacture date is not known.

Event description:
It was reported that there was a loss of image during procedure. The procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was a loss of image during procedure. The procedure was completed successfully.